Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient, reported to be in her 70s. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the proglide instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss, because key components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in a mildly calcified common femoral artery using the preclose technique prior to an angioplasty procedure. The arteriotomy was 6fr. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.